Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies. Analysis of the implantable catheter (s/n (B)(4)) found a user related hole and several areas where the catheter had been melted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8780 , serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (old: 2000 mcg/ml at 830 mcg/day, new: 2000 mcg/ml at 900 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient told the hcp that "he didn't feel like he was getting any benefit from the therapy." An event date for this was not reported. A catheter dye study was performed on (B)(6) 2018. The radiologist did not have any issue aspirating 2 cc of fluid, but when he injected the dye, he didn't see it go into the intrathecal space, instead it pooled right below the tip. The representative discussed with the hcp the option of performing a therapeutic bolus to see how well the patient responded before they did a catheter revision. Surgical intervention did not happen nor was planned at the time of the report. It was further reported on (B)(6) 2018 that it was not known when the lack of therapeutic effect was first noticed. The cause of the dye pooling under the catheter was not known. No actions/interventions were taken to resolve the dye pooling. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a device manufacturer representative on 2018-mar-29. It was reported that the pump and catheter were replaced on (B)(6) 2018. The hcp tried to do a dye study prior to the replacement but he was unable to aspirate. The patient was "doing fantastic" after the replacement and the pump and a portion of the catheter would be returned for analysis. No further complications were reported.